Manufacturer narrative:
The customer's reported complaint of the " thermogard xp ivtm system (sn (B)(4) generated a mid:09 (air trap assembly) error message" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Event log data review was performed and revealed a mid:09 (air trap assembly) error message around the complaint date; thus, confirming the reported complaint. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
The thermogard xp ivtm system (sn (B)(4) generated a mid:09 (air trap assembly) error message. It is unknown if the issue occurred during setup or treatment. Patient use information was requested but no additional information was provided.